Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2019 and (B)(6) 2020. (B)(4). Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt225 intraocular lens (iol) was implanted in the patient's left (os) eye on (B)(6) 2019. It was later explanted on (B)(6) 2020 due to unexpected post-op refraction. The patient complained of experiencing visual disturbance, halo and starbursts, and was unable to drive safely. The outcome was noted to significantly interfere with daily activities. The replacement lens was the same model, but lower diopter. At exchange, there was no incision enlargement and no injury reported. The current patient status was reported as recovered. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.